Event description:
User experienced discrepant results when switching reagent lots for troponin t testing. One sample gave initial result of 0.033 ng/ml, sample repeated twice next day, with different lot gave 0.045 and 0.048 ng/ml. Erroneous result was not reported. If add'l info is received, appropriate notification will be provided.